Manufacturer narrative:
Previously filed MDR# is a duplicate of MDR#3006575795-2024-00805. Refer to 3006575795-2024-00805 for event details. Reference duplicate complaint#: (B)(4).

Manufacturer narrative:
The pump was requested to be return for further investigation. This MDR will be reopened and updated in the event the pump involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 09/11/2024, intuvie received a report from the customer reporting a zyno pump had system error. No patient injury/harm reported.